Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the unicel dxl 800 access instrument. The initial accu tnl result of 0.72ng/ml was reported out of the lab. The accu tnl result was questioned by the physician as it did not fit the clinical picture for the pt. The pt original sample was re-tested for accu tnl. The repeated accu tnl result was 0.10ng/ml. A corrected report has been issued. The customer did not receive any report of pt death or change in pt treatment that can be attributed to this event.